Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving compounded hydromorphone (15 mg/ml at 4.856 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had a routine pump replacement on (B)(6) 2018. At a follow up appointment a week later the incision looked like it was healing normally. Two weeks after that appointment the doctor noticed the incision was draining a clear liquid. He opened the wound slightly, cleaned it and sutured again. The doctor was seen again a week later and the incision appeared to be healing. On (B)(6) 2018 the patient noticed the incision was slightly opened and appeared to have the pump "peeking through." It was also noted the doctor reported the pump was "sticking out" of the patient. The doctor was seen again and surgery with a plastic surgeon was planned. The pump was removed on (B)(6) 2018. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No further complications were reported.